Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer loaded cold insulin into the pump, didn't properly remove the air during the load sequence, and added additional insulin into cartridges after being filled. Tandem technical support educated the customer on cartridge and insulin labeling. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. Per the tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.